Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified residue in the motor gear train and that the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 2.994 mg/day via an implantable pump for non-malignant pain. It was reported that per telemetry, the pump motor stalled on (B)(6) 2019 and had never recovered. The pump was reportedly interrogated by a home infusion service around the time of the motor stall. This motor stall was reported to the patient, and the patient presented to the physician¿s clinic. There were no known environmental/external/patient factors that may have led or contributed to the issue. No patient symptom was reported. There the patient was scheduled for a pump replacement. The pump was replaced. The issue was resolved. The patient was without injury as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the hcp had no further information regarding the event. Analysis of the pump was requested by the hcp. No further patient complications have been reported as a result of this event.